Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a motor (rewind) issue. The reporter stated that the rewind did not stop. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged motor issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box review shows an auto-off alarm on (B)(6) 2015, deliveries never resumed. No motor alarm observed in the black box or alarm history. A full rewind was successfully performed; pump correctly stopped at 206u. A load and prime sequence were successfully completed. The pump was exercised for 24hrs; no eaw¿s were duplicated. Removed pump cover; no evidence of internal moisture was observed. The motor flex is fully seated and the latch is fully closed. No damage to the motor flex was observed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)